Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem was failure of the bi board due to deterioration associated with the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. When powered on, no image was present; the cause was isolated to a faulty printed circuit board.

Event description:
A user facility reported to olympus that monitor did not produce an image. The problem, as reported to olympus, was first detected following a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.